Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 41 mg/dl. The customer reported that the insulin pump received sensor failed alarm and the customer declined troubleshooting for change sensor alarm. The customer¿s blood glucose level at the time of incident was 201 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.